Event description:
Customer reported, the battery needed to be replaced. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. System operates as intended.